Manufacturer narrative:
Specific patient information with regard to gender, age and weight were not provided. The doctor drilled out the composite and repeated the procedure during the same office visit, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor alleged that voids were present on five (5) patients' gingival margins after placement with the sonicfill composite. This is the fourth of five (5) reports.